Event description:
Subsequent to the initial report, additional information was received that confirmed that there was no product experience related to the hospital samaritano de campinas, and it was inadvertently reported. A device was not returned for this event. No additional information was provided.

Manufacturer narrative:
This complaint has been captured as a non-complaint product experience as there was no device malfunction or patient effect associated with the device; thus, investigation is not required.no adverse event or product problem occurred. No product experience occurred. Medical device problem code 2616 and patient code 4641 have been removed.

Manufacturer narrative:
It was reported that the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a peripheral intervention procedure. Reportedly, when the plunger was pulled removed, the knot came out of the device. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.